Event description:
Procedure: vats / lobectomy. According to the reporter: the surgeon fired the stapler on the parenchyma of the right upper lobe. Upon opening of the stapler jaws, it was evident that straight legged staples were deposited on the tissue, but the tissue was not transected. There was a handle snap during the firing process. Upon subsequent stapler firing, the pa was torn, resulting in 1 liter blood loss. The surgeon elected to convert the procedure to an open approach to gain control of the blood loss with cautery, suturing and additional stapling.

Manufacturer narrative:
Date initial report sent: 08/02/2007.